Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreatic cancer resection procedure, the handle could not be squeezed and the device did not fire. Another reload was used to resolve the issue and complete the case. There was no patient injury.